Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote to have the device repaired; however, the customer rejected the quote, and no further actions were performed by philips. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. It could not be confirmed if the issue was resolved or if the customer repaired the device. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator does not power on. The device was not in clinical use. There was no report of harm. A request was made to have the power supply replaced. The investigation is ongoing.